Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a nexiva 20 ga x 1 in single port had the catheter back out of the vein during use. The following was reported by the initial reporter: "infiltration and dislodgmenet please be advised that participant (ID:(B)(4)) experienced an event on (B)(6) at approximately 09:05 am, that was brought to our attention and assessed by the nurse between 09:00-09:30 am. The event was identified as ¿infiltration¿ by the registered nurse,and confirmed by the principal investigator the participant was flushed with normal saline and reported stinging at site of pivc. The rn observed small amount of swelling at site. Flush was subsequently abandoned after 2.75 ml, and ultrasound was used to confirm infiltration. The pivc was promptly removed, and the participant reported no current pain/stinging at site. The rn considered this event to be related to the procedure but unrelated to the device or the study. Severity = mild (event, signs, or symptoms that do not interfere with the participant¿s daily activity, are usually considered self-limiting, can be treated with non-prescription type medications, and do not require medical intervention). Relatedness = related (event in which there is clear evidence to suggest a causal relationship and other possible contributing factors can be ruled out. The event occurs in a plausible time relationship to use of the study device and cannot be explained by concurrent disease). The event did not meet the standards of a serious ae. (B)(6) 2021, update [(B)(6)] device information: nexiva ¿ single port product code: 383516, batch/lot number: 9360438. Right arm: 20g x 1.""

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1710034-2021-00175 was sent in error. Reported issue was minor allergic reaction, therefore this is not considered to be a reportable malfunction. Customer confirmed that the catheter did not dislodge. H3 other text: event is not reportable.

Event description:
It was reported that a nexiva 20 ga x 1 in single port had the catheter back out of the vein during use. The following was reported by the initial reporter: "infiltration and dislodgmenet. Please be advised that participant (ID:101042) experienced an event on tuesday (B)(6) at approximately 09:05 am, that was brought to our attention and assessed by the nurse between 09:00-09:30 am. The event was identified as ¿infiltration¿ by the registered nurse,and confirmed by the principal investigator. The participant was flushed with normal saline and reported stinging at site of pivc. The rn observed small amount of swelling at site. Flush was subsequently abandoned after 2.75 ml, and ultrasound was used to confirm infiltration. The pivc was promptly removed, and the participant reported no current pain/stinging at site. The rn considered this event to be related to the procedure but unrelated to the device or the study. Severity = mild (event, signs, or symptoms that do not interfere with the participant¿s daily activity, are usually considered self-limiting, can be treated with non-prescription type medications, and do not require medical intervention). Relatedness = related (event in which there is clear evidence to suggest a causal relationship and other possible contributing factors can be ruled out. The event occurs in a plausible time relationship to use of the study device and cannot be explained by concurrent disease). The event did not meet the standards of a serious ae. (B)(6) 2021; update [(B)(6)]. Device information: nexiva ¿ single port; product code: 383516; batch/lot number: 9360438. Right arm: 20g x 1"".